Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2014 with the following findings: the black box review showed evidence of seven consecutive call service alarms. An ezprime sequence and a 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture observed and no damage to the transceiver flex or printed circuit board was found. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial complaint, the battery compartment was observed to be cracked from the threads to the bumper pad and also from the bumper pad to the cover. The returned battery cap was able to carefully attach to the pump and was used to complete all testing.